Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient suffered significant harm, conscious pain and suffering, physical injury and bodily impairment resulting permanent physical deficits, permanent impairment and other sequelae, all likely to continue manifesting in the future. No further information has been provided.